Event description:
It was reported that there were longevity concerns with this pacemaker as the device's battery life dropped suddenly. It was noted that the patient experienced more atrial fibrillation (af) the past year. Technical services (ts) stated they would need more data in order to determine if the device was depleting normally or not. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that there were longevity concerns with this pacemaker as the device's battery life dropped suddenly. It was noted that the patient experienced more atrial fibrillation (af) the past year. Technical services (ts) stated they would need more data in order to determine if the device was depleting normally or not. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the af was undersensed. The device was reprogrammed. Ts reviewed the reports and determined that the device was depleting normally. The device remains in use. No adverse patient effects were reported.